Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the 4 way valve is alarming/ shuts down. Associated malfunction for this device: sieve beds are dusted.